Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer repeatedly failed to open properly, becoming stuck during use. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer kept getting stuck, it was pushed too far and failed to open. A field service engineer (fse) identified that the facia on the edge of the drawer was bent, and it was straightened to prevent contact with the mini engine drawer. The mini drawer edge had been stuck against the facia. After readjusting the facia, the drawer was tested and verified to open smoothly without getting stuck. The system functioned as intended after the field service engineer repaired the device.